Event description:
Ous MDR - on the day of implant, inappropriate shock deliveries were reported. There was no mention of intervention and the device has not been returned for analysis. This is all of the available information at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.